Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.

Event description:
During a percutaneous coronary intervention to treat the left anterior descending branch it was noted that the prod in the package was a 2.5x23mm cypher select plus stent, however, the label on the package indicated a 2.5x33mm cypher select plus stent. This was noticed once the stent reached the lesion. The actual stent was smaller than the lesion. However, the stent was implanted and another stent was used to cover the rest of the lesion. There was no injury to the pt as a result of this. It was noted that the box was completely sealed and that the perforated seal on the pouch was sealed.